Event description:
The customer reported that he was hospitalized due to low blood glucose levels and a minor stroke. The reported blood glucose reading was 44 mg/dl. Prior to the event, the customer was traveling at high altitudes, and forgot to adjust the basal rate settings. The customer had also not eaten for twelve hours. The customer is sure that the high altitude was the reason for the event, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.